Event description:
A malfunction was reported with code malf 16, with no notable events occurring before it. There was no adverse impact to the customer's blood glucose level. Customer was instructed to switch to multiple daily injections (mdi) as backup therapy and a replacement pump was arranged. Tandem technical support confirmed shipping details and instructed the customer to put the pump into storage mode and return it using a pre-paid label within 10 days.